Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed to close. A field service engineer (fse) noted that the customer was complaining about frequent failures with tower door 1. The latch and tower door 1 were replaced, and the other latches were cleaned. After the work was completed, everything was functioning properly. The system functioned as intended after the field service engineer repaired the device.